Event description:
Intuitive surgical, davinci stapler and stapler power pack presented and error message. Both the stapler nor its power pack were able to be utilized (disabled). FDA safety report ID # (B)(4).